Manufacturer narrative:
--

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific received information that during a device change out procedure for normal battery depletion, the right atrial (ra) lead became stuck in the header of the device. Boston scientific technical services (ts) was consulted and it was confirmed that both set screws were fully disengaged. The lead was damaged during further attempts to remove it from the device. Subsequently the ra lead was surgically abandoned and the device explanted. A new device and ra lead were successfully implanted. No adverse patient effects were reported.

Event description:
Additional information was received that prior to the device change out procedure, they were unable to interrogate the device. They were able to confirm the device had reached its end of life (eol).